Manufacturer narrative:
The product associated with this batch was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Mfg date: 09/2015. Based on the available information, this event is deemed to be a reportable malfunction. There was no harm reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports the mass is difficult to remove. End user did confirm that there was no deterioration of the adhesive, but that he did have difficulty removing the wafer from his skin and that after removal of the wafer, there was residue from the adhesive on his skin which was also difficult to remove.